Event description:
The customer reported that while the unit was in use on a pt, the unit displayed autofill failure and maintenance required code #2 (drive transducer offset failure). The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
A review of the fault logs, showed autofill failure code 9 0. The customer checked k6 and determined that it was taking a long time to open and was sticking causing the pump not to vent to atmosphere. The customer was advised by maquet service that the drive manifold assembly (part number 0104-00-0018) should be replaced and the part number was provided. The customer was provided a response regarding this issue, as requested. The customer services their own pumps. Due to the time lapse of this complaint, no info related to the resolution of this iabp unit was confirmed. Note: the customer reported similar event for another pump. Refer to MDR # 2249723-2014-01054, (B)(4).